Event description:
It was reported that the box of bd ultra-fine¿ pen needles had the wrong packaging insert. The following information was provided by the initial reporter, translated from german to english: "wrong insert in packaging"

Manufacturer narrative:
Investigation: two photos were returned. Visual examination was carried out on the returned photos and one pentapoint insert and a piece of a pen needle carton was observed. No DHR review can be carried out as lot number is unknown. Based on the photos and the fact no physical sample was returned no further investigation can be carried out. The root cause could not be determined. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the box of bd ultra-fine¿ pen needles had the wrong packaging insert. The following information was provided by the initial reporter, translated from (B)(6) to english: "wrong insert in packaging".